Manufacturer narrative:
The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: stockert model# m-5463-01, serial # (B)(4). Carto 3 model# m-4800-01, serial # (B)(4). Manufacturer ref # (B)(4).

Event description:
In was reported that during avrt/wpw procedure, the patient's blood pressure dropped and a stat echo confirmed a pericardial effusion. A pericardiocentesis was performed and the patient was sent to the ICU. It was noted that the physician did not use ultrasound during the transseptal but used fluoro. Additional information was requested, but no response has been received.